Event description:
Ous MDR - this lead dislodged three times and then the physician explanted it.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the implantation procedure contributed to this observation. Further inspection showed cuttings in the insulation which occurred most likely during surgery. In summary, the fixation helix was found deformed, which occurred most likely during the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.